Event description:
It was reported to boston scientific corporation that a boston scientific (B)(4) stent (unknown type) was implanted in (B)(6) 2010. The patient was previously diagnosed with (B)(6) and had a subsequent lung transplant. Following the lung transplant, the bronchiole collapsed by (B)(4). The stent was placed to open the collapsed (B)(4). In (B)(6) 2010, the patient experienced a bleed within the airway. It was discovered that the stent had migrated into the trachea. A bronchoscopy was performed. The physician attempted to remove the stent several times, but was unsuccessful. Instead, the stent position was adjusted. The bleed was treated and resolved (the treatment for the bleed was not provided). Since this procedure, the patient has experienced difficulty breathing. The patient's physician stated that mucous is collecting within the stent and making breathing difficult. Another procedure to remove the stent has been scheduled for (B)(4) 2011.

Manufacturer narrative:
Although the exact event date is unknown, it was reported that the event occurred within (B)(6) 2010. Although the exact implantation date is unknown, it was reported that the device was implanted within (B)(6) 2010. Although the upn is unknown, it was reported that the device was a boston scientific (B)(4) stent. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) the reported events of stent migrated and stent blocked. The complainant indicated that the device remains implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.